Manufacturer narrative:
Analysis was unable to confirm the epg suddenly turned off by itself. There were no observed issues with the epg during analysis. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that external pulse generator (epg) suddenly turned off by itself while in use. It was noted that the batteries of the epg had recently been replaced. The a different epg was used to continue pacing the patient. The epg was returned for service. No patient complications have been reported as a result of this event.